Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a pd infection. The patient was treated with unspecified antibiotics for the event. The specific location, cause, hospitalization, patient outcome and action taken with pd therapy were not reported. The reporter declined to provide additional information.